Event description:
The or manager at the hospital, reported the following event to the sales rep : "during a s2 tibia nail implantation, the drill broke when drilling the proximal locking. The medical staff checked that the drill was fitting correctly into the drill guide before the insertion of the nail. The surgeon did not force when inserting the nail or when drilling. The surgeon measured the length of the drill, which seemed too long to him and when inserting the screw, he performed an x-ray. The screw was longer of 2.5 cm from the tip of broken drill bit, he replaced the screw by a shorter one. The surgeon could not find the drill fragment and according to the nurse, it would not be left into the patient."

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
The operating room manager at the hospital, reported the following event to the sales rep : "during a s2 tibia nail implantation, the drill broke when drilling the proximal locking. The medical staff checked that the drill was fitting correctly into the drill guide before the insertion of the nail. The surgeon did not force when inserting the nail or when drilling. The surgeon measured the length of the drill, which seemed too long to him and when inserting the screw, he performed an x-ray. The screw was longer of 2.5 cm from the tip of broken drill bit, he replaced the screw by a shorter one. The surgeon could not find the drill fragment and according to the nurse, it would not be left into the patient."

Manufacturer narrative:
Evaluation revealed the drill, ao t2 femur ø4,2x340 mm to be the subject product. No further associated products were reported. Review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. As the drill had been in use for a longer time (manufactured in 2011) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. The cutting edges of the drill received were in a very bad condition. They were significantly damaged and worn. The drill was not sharp anymore. The use of a blunt drill requires unintended high forces to achieve a drilling progress at all. In addition, the risk of necrosis due to excessive heat development increases. The drilling spiral was completely sheared off at the level of approx. 10 mm from the tip. Appearance of the breakage surfaces, the course of the breakage line as well as the absence of plastic deformation suggested that the drill broke in a sudden manner; it is not unlikely that drilling under misalignment and bending forces in combination with high force application due to the bad cutting performance had led to the final breakage of the drill. It cannot be further excluded that the drill returned had been pre-damaged during former surgeries, but the damage should then have been detected during inspection prior to surgery and another device would have been used. In case of intended use such damage would not have occurred. Based on the above facts it can be ascertained that the root cause was not related to a deficiency of the device, but was rather linked to an inadequate handling by the user. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.